Event description:
It was reported that during a hernia repair procedure, two ultrasonic scalpels experienced "intermittent activation." No patient injury was reported by the user facility.

Manufacturer narrative:
Neither complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The lot numbers and serial numbers were unknown along with procedure date, device manufacture date and expiration date. It was reported that both devices were used in the same procedure and both experienced "intermittent activation." A conclusive root cause could not be determined as the devices were not returned and the facility's equipment (the hand piece used to connect the instrument to the generator and the generator itself) could not be evaluated. As the generator ad hand piece work together to power the instruments, any failures of these pieces of equipment will result in the instruments not working properly. The reported event is not occurring more frequently or with greater severity than is usual for the device.